Event description:
It was reported that when using the renasys touch, it alarmed full canister even though the canister was not full. A total of three canisters were used. The treatment was completed with a competitor's device with no delay. No patient harm reported.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product family and failure mode reported, there have been further instances in the past three years. Probable cause may be an obstruction or component failure. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical review was performed and no further actions are required. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.